Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Analysis indicated that the suture sleeve was tied-down approximately 40 centimeters from the terminal pin. The lead was bent approximately 43.2 cm from terminal pin and all conductor coils were noted to be fractured at that point.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pace impedance measurements of greater than 2000 ohms and loss of capture (loc) in all configuration. It was also reported that pacing was not delivered when required although no asystole was noted. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead has been returned for analysis.